Event description:
A pathfinder guide wire was used for therapeutic purposes. During the procedure, when removing the wire from the catheter, tip of the wire detached and remained inside the common bile duct. The fragment was removed with a snare. The procedure was completed with another device.